Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The tip of one needle was broken.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, while introducing the trocar of the sling through the patient, the tip of one of the trocars broke. The mesh placement was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.